Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain'), abdominal pain lower ('pain/ cramping'), menorrhagia ('abnormal bleeding (menorrhagia)/heavy menstrual bleeding') and genital haemorrhage ('severe bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included recurrent abortion, d & c (3 d&cs) and abortion. Concomitant products included atenolol, bupropion, lisinopril, trazodone, venlafaxine hydrochloride (effexor) and zolpidem tartrate (ambien). On (B)(6) 2008, the patient had essure inserted. In 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal"). In november 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), nausea ("nausea"), depression ("depression"), anxiety ("anxiety/psych injury"), migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). The patient was treated with surgery (ablation on (B)(6) 2010 and total hysterectomy (uterus and cervix removed) and bilateral salpingectomy.). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain lower, depression and anxiety outcome was unknown and the menorrhagia, genital haemorrhage, nausea, vaginal haemorrhage, migraine, headache, dysmenorrhoea and fatigue had resolved. The reporter considered abdominal pain lower, anxiety, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. Updated outcome of event fatigue, migraines, headaches, nausea from unknown to recovered / resolved. Lab data was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain"), abdominal pain lower ("pain/ cramping"), menorrhagia ("abnormal bleeding (menorrhagia)") and genital haemorrhage ("severe bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included recurrent abortion, d & c (3 d&cs) and abortion. Concomitant products included atenolol, bupropion, lisinopril, trazodone, venlafaxine (effexor) and zolpidem tartrate (ambien). On (B)(6) 2008, the patient had essure inserted. In (B)(6), the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6), the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), nausea ("nausea"), depression ("depression"), anxiety ("anxiety"), migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) and bilateral salpingectomy.), surgery (total hysterectomy (uterus and cervix removed) and bilateral salpingectomy.) And surgery (ablation on (B)(6) 2010). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain lower, nausea, depression, anxiety, migraine, headache and fatigue outcome was unknown and the menorrhagia, genital haemorrhage, vaginal haemorrhage and dysmenorrhoea had resolved. The reporter considered abdominal pain lower, anxiety, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 7-sep-2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information and patient relevant history added. Essure insertion date updated to (B)(6) 2008 and removal date updated to (B)(6) 2014. Indication (permanent birth control by bilateral occlusion of the fallopian tubes) added. Concomitant medications added. Events pelvic pain / pain, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), depression, anxiety, migraines, headaches, dysmenorrhea (cramping) and fatigue added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("pain/ cramping") and genital haemorrhage ("severe bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and nausea ("nausea"). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed on (B)(6) 2012. At the time of the report, the abdominal pain lower, genital haemorrhage and nausea outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage and nausea to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.